Event description:
It was reported that: automatic ventilation failed during procedure. Device generated alarms. Procedure was finished by means of manual ventilation. There was no injury reported.

Manufacturer narrative:
The electronic log file was available for investigation. Based on the log entries the reported symptom could be confirmed. A sporadic internal communication problem of the ventilator's cpu board was identified as the root cause. From similar complaints it is known that the effect cannot be reproduced by hardware testing. Hence the exact root cause cannot be identified. It cannot be excluded that the reported phenomenon was triggered by excessive electromagnetic radiation or electrostatic discharge of the user during interactions with the device. The primus is designed, tested and certified to withstand emc/esd influence in conformance to the relevant standards ((B)(4)). Recommended separation distances between portable and mobile rf-telecommunication device and the primus are listed in the instructions for use. In case of the identified communication failure, both ventilator and gas mixer will initiate an autonomous shutdown, the primus will activate monitoring mode and generate a corresponding visible and audible gas + vent fail alarm. This alarm, its possible causes and suitable remedies are described in the instructions for use. Manual ventilation, using the device breathing bag while setting an adequate flow via the safety o2 control valve (incl. Agent) will still be available. The field-failure-rate regarding this failure mode was considered acceptable.